Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the pump was confirmed to be flipped and eroding the skin. Per the reporter, the patient was going to have an infectious disease consult but there was no confirmed infection related to the eroding of the pump. The pump was to be explanted and was programmed to stopped pump mode today. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 20 mg/ml at 13 mg/day via an implanted pump for spinal pain. A flipped pump was confirmed and on (b)(44 2017 the reporter was notified that the patient¿s pump was flipped and the healthcare provider (hcp) was going to do a pocket revision and possible catheter revision on (B)(6) 2018. The rep had no further history and was calling about possible priming bolus if the catheter was revised. Different scenarios were discussed as it related to priming bolus. The rep was at the hospital now and awaiting the case. Patient symptoms were not reported, and the event date was asked and unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was ¿really fat when she got the pump.¿ the patient lost a lot of weight (20-30 pounds) and the pump was sticking out (since (B)(6) 2017). It was noted in (B)(6) 2018 they did surgery and moved the pump and ¿put it up.¿ it was further reported something went wrong with the surgery. The pump was sticking out and it hurt. It was noted it was dark where they cut her. This was in (B)(6) 2018. The doctor was saying it was because of her weight. The doctor that did the surgery had a stroke and could not fix it right now and the reporter was looking for a different doctor because the patient could not wait and was in pain. Doctor¿s listings were emailed to the patient. It was not confirmed if the patient¿s symptoms were sudden or gradual. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a company representative who reported that per the patient her previous infusion system was explanted ¿a year ago¿ due to an infection. On (B)(6) 2019, a new infusion system was being implanted. No further complications were reported/anticipated.